Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: during investigation, the pump was returned with no evidence of moisture in the battery compartment or behind the ir window. A leak test was performed and failed due to a bolus button leak. All of the keypad buttons responded properly. The issue could not be duplicated. There was no physical damage on the keypad. The keypad was removed and there was no contamination or physical damage found. The pump was opened and there was no moisture found. The battery compartment was found to be cracked. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.